Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Based on the description of the event, it is likely that the reported event of incomplete clip closure was caused by the user's clip application technique. The instructions for use (IFU) instructs the user to "fully compress the trigger against the handle to ensure complete clip formation." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap cholecystectomy. This is feedback from the ugi consultant who used our new clip applier ca500 yesterday for the lap chole case. The consultant was trialling ca500 for the first time. His feedback was: 1. The product does not provide any confirmative feedback if the clip is secured or not. He mentioned there is no tactile feel and there is no clicking sound. 2. Unsure of how much pressure is required to close of the clip. The ports were cor47, 11 kii fios and 2 x 5 mm adv fix. I explained him during and before the procedure to fully squeeze the handle (plastic to plastic) for full clip closure. One clip came off (gall bladder side) while he was dissecting the tissue around the clipped vessel to perform ioc and I requested him again "plastic to plastic". The consultant was concerned about the pressure required to fully squeeze the handle as it could damage the vessels but I reassured him to squeeze smoothly for a full clip closure. The consultant complained as there was no tactile or audile feedback for clip closure confirmation. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Based on the description of the event, it is likely that the reported event of incomplete clip closure was caused by the user's clip application technique. The instructions for use (IFU) instructs the user to "fully compress the trigger against the handle to ensure complete clip formation." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.